Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited oversensing. The physician performed biventricular trigger to allow cardiac resynchronization therapy and overcome pacing inhibition. Due to patient condition, induction to assess ventricular fibrillation (vf) detection was not performed and no atrial arrhythmias were noted. Ther was no pacing inhibition greater than 2 seconds seen. This device remains in service. No adverse patient effects were reported.